Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal. No anomaly was noted.

Event description:
It was reported that during implant, the atrial lead parameters were not appropriate. The device exhibited no sensing, no pacing, and low impedance. The device was not implanted.